Event description:
Dealer states he gets a 5 flash. A 5 flash is a right side brake code. The dealer states that the chair was only going in circles.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.